Event description:
My dr gave me an injection of durolane in my right knee for arthritis pain on (B)(6) 2019. Several hours later, my knee starting feeling puffy and stiff. A few hours after that, I began to experience significant pain in my knee. The next morning ((B)(6) 2019), I couldn't bend the knee and the pain had increased to about 7 on a scale of 10. By the afternoon of the (B)(6), I had a fever of 100.8 degrees. I visited my dr's urgent care office and he wrote a prescription for 500mg naproxen, twice daily for 2 weeks. He also advised taking tylenol for the fever. By the morning of (B)(6) 2019, the fever was gone and the pain was down to about a 4 on a scale of 10.